Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed pump error 130. Customer's reading was 98mg/dl. Assisted with performing self-test and passed. Customer will monitor the pump.